Manufacturer narrative:
The returned complaint device failed exterior inspection, usb case interface damaged, usb door is missing and cracked at the corner. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a hardware error. Dexcom technical support advised patient to reset the device on (B)(6) 2013.